Event description:
Asku

Event description:
It was reported that patient experienced two shocks within a short period of time and only one should have been delivered. It was also reported that there was power on reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. A write to locked random access memory por occurred on (B)(6) 2010. Corrected: patient date of death and removed device remains activated device code.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.